Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited noise episodes. No intervention was performed. The patient was stable and would continue to be monitored.